Event description:
It was reported that a charge time out was observed on the device. An in clinic follow-up to manually assess the charge time is anticipated, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.